Event description:
It was reported during a device system upgrade, the right ventricular (rv) lead impedance/resistance was low. Post upgrade, the impedance dropped and the unipolar impedance was higher than the bipolar impedance. The rv lead was capped and replaced. No patient complications were have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.